Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was alarming spo2 for all tiles. One of the screens on the cns also went blank while the false alarms were occurring. No patient harm or injury was reported. Investigation summary: the customer performed troubleshooting and the screen was brought back up. Nihon kohden technical support (nk ts) performed troubleshooting steps and during the call with the customer, all the alarms went away. Nk ts advised if the alarm returns to reboot the cns. With the available information, a root cause cannot be determined. The reported issue was not duplicated during troubleshooting actions. Blank or otherwise failing displays would be readily detected by clinicians who can remove the device from service and initiate use of an alternate device or make other monitoring arrangements. The blank screen issue is likely due to incorrect cable connections. The administrator's manual for the cns provides a diagram on the proper cable connections for the display of the cns. User error is also a contributing factor to the cause of the issue since the user may have accidentally unplugged the device while attempting to troubleshoot the alarms.

Event description:
The customer reported that the central nurse's station (cns) was alarming spo2 for all tiles. One of the screens on the cns also went blank while the false alarms were occurring.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is alarming spo2 for all tiles. The customer also reported that one of the cns's screens went blank while this was occurring. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) is alarming spo2 for all tiles.